Event description:
This male patient had the following medical history: uap, hypertension, lipid metabolism abnormality and smoking. The target lesion was the proximal to mid left anterior descending (lad). The vessel was de novo and bifurcated. Aha/acc classification of the vessel was a type c. The lesion length was 25mm and vessel diameter was 3.0 to 3.5mm. Aspirin and ticlopidine hydrochloride were given prior to the procedure. The procedure was an elective case. Heparin was given for the procedure. Pre-dilation was conducted with a 2.5 x 15mm balloon at 6 atmospheres for 20 seconds. A 3.0 x 23mm cypher stent (lot number i0406088) was implanted at 16 atmospheres for 30 seconds. A 3.5 x 18mm cypher stent (lot number i0406090) was implanted at 16 atmospheres for 30 seconds proximal to the first cypher stent. The two stents were overlapping. After cypher implant, the physician tried to cross the guidewire to the first diagonal. But observed thrombus inside the implanted cypher stents. To treat the thrombus, balloon angioplasty was conducted and thrombolytic agent (tpa 3200,000u) was administered via ic. Then argatroban was administered instead of heparin because heparin-induced thrombocytopenia (hit) was suspected. The % of stenosis after the procedure was 50% due to residual thrombus. Ivus was conducted. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. After the procedure, iabp was inserted and the patient was monitored in the ccu. The physician noted that the probable cause of the thrombotic event was hit.

Manufacturer narrative:
This device (lot i0406088) is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report: 9616099-2006-00808.